Manufacturer narrative:
This initial report is being submitted to include the device history record(DHR) review, evaluation results, and results from the legal manufacturer investigation. The following sections were updated. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The root cause of the phenomenon was unable to be identified. The device was returned for evaluation. Upon evaluation of the device, the reported issue of e228 communication error was confirmed due to foreign material inside of the connector. Stain was found inside the video connector which may have led to the phenomenon, no image. The cause of the stain could not be identified. The DHR record shows there was no abnormality in manufacturing. The instructions for use (IFU) states: error message :scope ID data error possible cause :the endoscope has broken down. Solution: immediately turn the video system center off, and unplug the power cord from the wall mains outlet and the ac power inlet on the video system center, then contact olympus. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported the visera elite ii video system center display an e228 error. The event was found during receipt inspection and there was no patient involvement, no harm or user injury reported due to the event.